Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. It was also reported that a cartridge did not fit onto the pump. Reportedly the cartridge was not snapped in properly. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual injection was given to address bg.